Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. This reported issue was received via medwatch. No information was provided that confirms that the device is manufactured by vyaire medical. There was no information provided to determine the reported device. There was no contact information provided, therefore, no follow-ups for additional information have been possible. No further investigation is possible at this time. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator was alarming and the tubing kept popping off. The ventilator was taken out of service and the patient was placed on another ventilator. There was no patient harm associated with this reported issue.